Event description:
It was reported that the customer received a motor error alarm as well as false sensor readings. The customer's blood glucose was unknown. Advised customer to call back in order to discuss the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.